Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Sensor plug was fully seated. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported his adc freestyle libre sensor produced a ¿scan again in 10 minutes¿ message and then the sensor ended. Customer further reported that on (B)(6) 2018 while competing in a race he became hypoglycemic but could not receive a scan result. Customer was treated with oral sugar. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor produced a ¿scan again in 10 minutes¿ message and then the sensor ended. Customer further reported that on (B)(6) 2018 while competing in a race he became hypoglycemic but could not receive a scan result. Customer was treated with oral sugar. No additional treatment was required. There was no report of death or permanent injury associated with this event.